Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: obes surg. 2024 nov;34(11):4220-4227. Https://doi.org/10.1007/s11695-024-07522-9 epub 2024 oct 7. Pmid: 39373816.

Event description:
Title: bariclip: outcomes and complications from a single-center experience. The aim of this monocentric retrospective study was to evaluate the outcomes and complications of lbcg. Between july 2021 until november 2023, a total of 149 patients were included in the study. These patients consists of 31 males and 118 females with the mean age of 45(range of 18-71) years the two devices, 0 braided non-absorbable suture (ethibond excel¿ethicon endo-surgery, cincinnati, oh) and 0-prolene suture was used during the surgery. With a minimum follow-up of 6 months. Reported complications: ethibond excel¿ethicon endo-surgery, cincinnati, oh) and 0-prolene suture -had a self-limited inflammatory index elevation(n=1). Treatment: not reported. -had postoperative bleeding without additional surgical procedure needs(n=2) treatment: not reported. -with gastric perforation(n=1). Treatment: not reported. In conclusions, lbcg remains an experimental procedure that must be approached with caution. Nonetheless, the potential of lbcg to reproduce the effects of lsg while reducing gerd makes it a promising new reversible option for the treatment of morbid obesity.